Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced seven kinked cannula events once a week since (B)(6) 2024. The symptoms were noticed within three hours of insertion and site was patient's abdomen and thigh. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection and bolusing via the pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006779 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6006779 was manufactured according to the wi version 112 manufactured in the line li39, l-4 on 18/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code soft cannula found kinked upon removal from infusion site. And lot 6006779 and found four complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: harm no reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.